Event description:
It was reported that technical services (ts) was contacted by a health care professional (hcp) with questions about possible premature battery depletion (pbd) and loss of capture on the implantable cardioverter defibrillator (ICD). Ts discussed that battery analysis showed the pulse generator to be depleting normally but power consumption could be higher due to signal artifact monitor (sam) operation. Ts also discussed that during an episode of anti-tachycardia pacing (atp), there were a few beats not capturing during the burst train. Programming options were discussed. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted by a health care professional (hcp) with questions about possible premature battery depletion (pbd) and loss of capture on the implantable cardioverter defibrillator (ICD). Ts discussed that battery analysis showed the pulse generator to be depleting normally but power consumption could be higher due to signal artifact monitor (sam) operation. Ts also discussed that during an episode of anti-tachycardia pacing (atp), there were a few beats not capturing during the burst train. Programming options were discussed. Additional information received indicates that the patient with this ICD received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to possible supraventricular tachycardia. It was noted that the shocks delivered accelerated the rhythm and the arrhythmia was converted after five shocks. The ICD system remains in service. No additional adverse patient effects were reported.